Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had some shortness of breath. Patient experienced a previously reported issue with their pump earlier today; no adverse event or side effects reported at that time. No new pump issue reported. Patient was advised shortness of breath could be related to temporary lapse in therapy or due to stress of previous situation.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause for the symptoms is damage, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.